Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, the lead dislodged, there were positioning and fixation difficulties and the lead had unacceptable thresholds. This lead was not used. There were no patient complications reported as a result of this event.